Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdtf025 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported leaking at the y site. No other information was provided.